Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the device was returned for analysis. No error messages were observed during the test. The unit successfully passed image and pullback test. The unit passed the mdu-5 plus basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-07950 and 2134265-2015-08014. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view unspecified target lesion. During a procedure, the opticross was not able to completely pulled back and because of the planned distance from the motordrive unit. Automatic pullback did not start again. The physician could not finished the procedure and they removed the catheter. The procedure was completed without imaging. Patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-07950 and 2134265-2015-08014. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view unspecified target lesion. During a procedure, the opticross was not able to completely pulled back and because of the planned distance from the motordrive unit. Automatic pullback did not start again. The physician could not finished the procedure and they removed the catheter. The procedure was completed without imaging. Patient's condition is fine.